Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed; it was reported there was a break in aseptic technique by the patient described as touch contamination. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2012, the patient's caregiver (cg) contacted global technical services regarding an unrelated alarm. During the conversation, the cg reported the home patient (hp) had an infection and was in the hospital. Global pharmacovigilance provided the following additional information. On (B)(6) 2012, global pharmacovigilance (gpv) contacted the patient's caregiver regarding the infection. The following information was obtained. On an unreported date, the patient began peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient was hospitalized for cloudy pd effluent, fever (greater than 100 degrees fahrenheit) and red pd catheter site. On (B)(6) 2012, the patient was treated with intravenous (IV) antibiotics (type, dose and frequency unknown). On an unknown date in (B)(6) 2012, the events of cloudy pd effluent, fever and red pd catheter site resolved. On (B)(6) 2012, the patient was discharged home from the hospital. The patient remained on pd therapy with no change in dosage. The caregiver stated the events of cloudy pd effluent, fever and red pd catheter site were not related to the dianeal solutions or the homechoice machine. On (B)(6) 2012, global pharmacovigilance (gpv) contacted the peritoneal dialysis registered nurse (pdrn) regarding the reported events. The following information was obtained. On an unreported date, the patient had a touch contamination while performing peritoneal dialysis (pd) therapy. The pd nurse confirmed that on (B)(6) 2012, the patient was hospitalized for cloudy pd effluent, fever (greater than 100 degrees fahrenheit) and red pd catheter site. On (B)(6) 2012, the patient was diagnosed with peritonitis. On the same date, the patient began treatment with IV antibiotics (type, dose and frequency unknown). On (B)(6) 2012, the patient was discharged home from the hospital. On (B)(6) 2012, vancomycin intraperitoneally (ip) was initiated at the pd clinic. The patient remained on pd therapy with no change in dosage. On an unknown date in (B)(6) 2012, while hospitalized, the events of pd cloudy effluent, fever and pd catheter site red resolved. On an unreported date, retraining for touch contamination was performed. At the time of this report, the event of peritonitis was ongoing and improved. The event of peritonitis manifested by cloudy pd effluent, fever and red pd catheter site was due to touch contamination. The event of peritonitis manifested by cloudy pd effluent, fever and red pd catheter site was not related to the dianeal solutions, the homechoice machine or any baxter parts or devices.